Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The patient was not hospitalized for the reported event. The cause of the peritonitis was not reported. The treatment was outpatient, but not specified (dose, route and frequency not reported). Actions taken with pd therapy and outcome of the peritonitis were not reported. No additional information is available.